Event description:
It was reported that lead integrity alert (lia) was triggered and the patient heard an audible alert every 4 hours. The patient was admitted to the hospital and the device was interrogated. It was observed there was a high impedance on the shock impedance. The next day, the patient was sent home without any intervention and increasing the alert limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Defib active can on impedance was 101 ohms on (B)(6) 2015.